Manufacturer narrative:
(B)(4) the reported issue of stent placement/positioning problem. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a (B)(4) fully covered stent was used during an esophageal stent placement procedure on (B)(6) 2011. According to the complainant, during the procedure the stent was deployed too low based on the fluoroscope markers. The physician believed that the stent was in proper position and at the end of deployment when the physician went back down with the scope, the stent was found in the stomach. The physician then pulled the stent out with a rat tooth forceps to reposition the stent in the esophagus and was unable to do so unsuccessfully. The physician then pulled the entire stent out using the rat tooth forceps. The procedure was completed with another (B)(4) fully covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be great.